Event description:
It was reported that the external pulse generator (epg) displayed an error code and the clinician could not see the lower display. Technical support (ts) had the clinician press the menu key, but still the clinician could not see the lower display. The clinician replaced the battery and the lower display lit up. Ts explained that the battery voltage was low. There was also no upper display. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.